Manufacturer narrative:
No ge service was performed. Customer does not want to have system repaired. Customer wants to replace the system with a new one.

Event description:
The customer reported the keyboard and control panels are not working. No pt injury was reported.